Event description:
A metal piece was noted in the stapler after 4 firings. The ethicon rep was notified and stated it looked like the back of a green staple load (gst60g). The surgeon denies any issues with the staple line at this time and reports that the leak test was negative. Manufacturer response for echelon flex powered plus stapler, echelon flex powered plus stapler (per site reporter). The ethicon rep was notified by the operation room staff during the procedure. The rep stated it looked like the back of a green staple load (gst60g).